Event description:
The valve was explanted because the surgeon believed it may have "malfunctioned". Reports the pt was brought to surgery because csf was not flowing and the valve could not be reprogrammed. This was used as a ventricular-atrial shunt and blood was found in the valve past the siphonguard component.